Event description:
It was reported that a 30mm unmounted palmaz xl stent became dislodged from a maxi ld balloon during positioning and had to be snared and pulled out through the right femoral artery. The stent was successfully removed. No piece of the stent or stent delivery system (sds) remained in the patient. The procedure was aborted, stent snared and removed. There was no patient injury reported. The stent was being used to treat stenosis in the distal aorta. There was difficulty tracking through the vasculature. There was moderate/severe stenosis in the proximal iliac bifurcation. The target lesion was moderately calcified, severely tortuous, and had a rate of 70-80% stenosis. The device will not be returned for analysis. During prep, the stent was not manipulated. The stent was properly mounted on the system when inspected prior to use. The sds was prepped according to IFU guidelines. There were no anomalies noted to the device when removed from the package. No anomalies were noted during prep.

Manufacturer narrative:
Please note the report (reference number mw5032199) was received through FDA's medwatch program. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown.

Manufacturer narrative:
It was originally reported in error that the stent was implanted and explanted. The stent was not implanted.

Manufacturer narrative:
Addendum (14-feb-2014): additional information was provided indicating that there was no difficulty crimping the device onto the maxi ld balloon catheter during the procedure. Complaint conclusion: it was reported that a 30mm unmounted palmaz xl stent became dislodged from a maxi ld balloon during positioning and had to be snared and pulled out through the right femoral artery. There was no patient injury reported. The stent was successfully removed. No piece of the stent or stent delivery system (sds) remained in the patient. The procedure was aborted, stent snared and removed. The stent was being used to treat stenosis in the distal aorta. There was difficulty tracking through the vasculature. There was moderate/severe stenosis in the proximal iliac bifurcation. The target lesion was moderately calcified, severely tortuous, and had a rate of 70-80% stenosis. There were no anomalies noted to the device when removed from the package. There was no difficulty crimping the stent onto the balloon and the device prepped according to the instructions for use. During prep, the stent was not manipulated. No anomalies were noted during prep. The device will not be returned for analysis. The device was not returned for analysis. The DHR review revealed no issues that would have lead to a root cause to this complaint. Without return of the device for analysis the reported dislodged in patient could not be confirmed and the exact cause could not be determined. Based on the information available for review, vessel characteristics (calcification, tortuosity) and procedural factors (difficulty tracking through the vessel leading up to the lesion) may have contributed to the difficulty experienced by the customer. Difficulty tracking a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Tracking difficulty is most commonly related to the patient¿s anatomy, vessel characteristics, operator¿s technique and appropriate device selection. Neither the information available nor the DHR suggest that the reported dislodged stent could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.